Manufacturer narrative:
The reported events were diaphragmatic stimulation and high pacing threshold. As received, a complete lead was returned in one piece. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09790. It was reported that following a recent implant, the patient presented in clinic due to diaphragmatic stimulation. High pacing thresholds were observed on the left ventricular (lv) lead. The physician opted to replace the lv lead with an epicardial lead. During the procedure, the physician also opted to replace the right ventricular lead due to rising pacing thresholds, though an anatomy issue was suspected. Both leads were explanted and replaced. The patient was stable.